Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged hardware-damaged issue was verified but the cart: damaged - o-ring issue could not be verified. The information will be used for tracking and trending purposes.